Event description:
The device was explanted.

Event description:
It was reported that the battery voltage was excessively discharging faster than expected. The device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was found to be below the expected longevity limits based on all available parameter and usage information. High current was observed in the rf module circuitry; this anomaly caused the premature battery depletion. The battery was sent to the vendor for further analysis. An internal battery anomaly was found.